Manufacturer narrative:
Analysis of the pump found over infusion of an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard conditions. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving bupivacaine at an unknown dose and concentration and 20 mg/ml dilaudid at 5 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient experienced a motor stall on (B)(6) 2016 that never recovered. It was noted that a nurse in the office let the physician know the pump needed to be replaced as the notification of "exceeds tube set" occurred. The pump was to be replaced on (B)(6) 2016. No recent MRI's or any other strong magnets were reported and they could not identify anything that would have caused the stall. The patient was noted to have experienced increased pain. Between (B)(6) 2016 and (B)(6) 2016, no actions were taken other than putting the patient's pump to minimum rate. The patient was noted to be "alive - no injury".

Manufacturer narrative:
Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse dilaudid 20.0 mg/l at 0.125 mg/day and bupivacaine 18.0 mg/ml at 0.112 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.